Event description:
Customer reportedly obtained results of 140mg/dl and 575mg/dl within 10 minutes on the same device. Customer also reportedly obtained results of 60mg/dl and 275mg/dl within 5 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.